Event description:
It was reported that there was a ventricular lead warning for a change in impedance. Lead polarity switched from bipolar to unipolar and impedance in unipolar is higher. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.